Event description:
N/a

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse inspected the unit and found an error code 14, vacuum/pressure calibration required. Fse completed the calibrations and performance tests with no further issues. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had compressor malfunction. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.